Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left thr on (B)(6) 2022, revised on (B)(6) 2022 due to dislocation. Replaced with lineage/trascend femoral head and another manufacturer's acetabular shell. (B)(6). (B)(4).